Manufacturer narrative:
Concomitant products continued: 5071-53 lead, implanted: (B)(6) 2014, 5866-38m adaptor, implanted: (B)(6) 2014, dtmb1d4 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for low impedance on the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the leads exhibited high outputs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the low impedance continues. It was also noted that there are two epicardial leads that are adapted to make a bipolar lead. The leads remain in use.